Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a lead. No patient involvement. It was reported the lead was already bent when taken out of the packaging prior to an operating room procedure. The caller was at the procedure and saw it taken out of the packaging and it was bent already about 1/4 of the way up the lead length. The plastic straw around the lead body was also bent around the lead body. The lead was not used with any patient. One of the technicians got blood on the lead accidentally, the lead was thrown away. The lead was not used and was thrown away. No patient symptoms or further complications were reported as a result of this event.